Event description:
It was reported that per medwatch: many epidural pumps were not delivering the volume of drug that is programmed to be delivered. Cassette manufacturer response for fentanyl 2mcg/ml - ropivacaine 0.1 percentage 200ml cassette. There has been no reported issues of this kind that they are aware. Device malfunction was noted that the device did not do what it was supposed to do. There were no reports of patient harm.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. No serial number was provided. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.